Event description:
It was reported that the patient presented in clinic for a follow up. On review of x-ray revealed the left ventricular (lv) lead was dislodged and caused loss of capture and sensing. The physician elected to explant and replace the lv lead. The patient was in stable condition.